Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),chronic"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), nervous system disorder ("neurological condit/prob"), fatigue ("fatigue"), visual impairment ("vision problems"), breast mass ("breast lumps") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (on (B)(6) 2013: hysterectomy (full), on (B)(6) 2018: salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract disorder and bladder disorder outcome was unknown and the nervous system disorder, fatigue, visual impairment, breast mass and ovarian cyst had resolved. The reporter considered bladder disorder, breast mass, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nervous system disorder, ovarian cyst, urinary tract disorder and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, menorrhagia, breakage, fallopian tubes perforation, bladder problems, urinary disorder, fatigue, neurological disorder, vision problems, breast lumps and ovarian cyst. Discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage') and fallopian tube perforation ('perforation fallopian tubes') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain. Concurrent conditions included body mass index normal, uterine fibroid, anxiety, gerd, anemia, chronic fatigue syndrome and foggy feeling in head. Concomitant products included lisdexamfetamine mesilate (vyvanse) and tranexamic acid (lysteda). On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced impaired healing ("poor healing"), 4 years 7 months after insertion of essure. In 2016, the patient experienced visual impairment ("vision problems: worsening vision"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and neck pain ("neck pain"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), amnesia ("neurological condit/prob: memory loss"), fatigue ("fatigue") and ovarian cyst ("ovarian cysts"). In 2018, the patient experienced breast mass ("breast lumps") and stress ("stress"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), attention deficit/hyperactivity disorder ("add"), disturbance in attention ("trouble with concentration"), vaginal disorder ("lack of vaginal sensation") and arthralgia ("chronic widespread pain in joints"). The patient was treated with surgery (B)(6) 2013: hysterectomy (full), (B)(6) 2018: salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, menorrhagia, amnesia, fatigue, visual impairment, breast mass, ovarian cyst and vaginal haemorrhage had resolved and the female sexual dysfunction, urinary tract disorder, bladder disorder, attention deficit/hyperactivity disorder, disturbance in attention, vaginal disorder, arthralgia, stress, impaired healing, abdominal pain lower, back pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, attention deficit/hyperactivity disorder, back pain, bladder disorder, breast mass, device breakage, disturbance in attention, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, impaired healing, menorrhagia, neck pain, ovarian cyst, stress, urinary tract disorder, vaginal disorder, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, menorrhagia, breakage, fallopian tubes perforation, bladder problems, urinary disorder, fatigue, neurological disorder, vision problems, breast lumps and ovarian cyst. Discrepancy noted in essure removal date. Insertion details: approximately two to three coils between the two ostia . Current weight 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result not provided. Ultrasound pelvis - on (B)(6) 2018: 1. Status post hysterectomy 2. Normal follicles mass seen within the ovaries. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : menorrhagia, arthralgia, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs&mr received. Updated events neurological condit/prob to memory loss, vision problems to worsening vision. New events abnormal bleeding (vaginal), add, trouble with concentration, lack of vaginal sensation, chronic widespread pain in joints, stress, poor healing, lower abdomen pain, back pain, neck pain was added. Updated outcome of events breakage, perforation fallopian tubes, dysmenorrhea, menorrhagia from unknown to recovered / resolved. Lab data, concomitant conditions, concomitant drugs, reporter information, patient demographics was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), nervous system disorder ("neurological condit/prob"), fatigue ("fatigue"), visual impairment ("vision problems"), breast mass ("breast lumps") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery ((B)(6) 2013: hysterectomy (full), (B)(6) 2018: salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract disorder and bladder disorder outcome was unknown and the nervous system disorder, fatigue, visual impairment, breast mass and ovarian cyst had resolved. The reporter considered bladder disorder, breast mass, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nervous system disorder, ovarian cyst, urinary tract disorder and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, menorrhagia, breakage, fallopian tubes perforation, bladder problems, urinary disorder, fatigue, neurological disorder, vision problems, breast lumps and ovarian cyst. Discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: other event case is upgraded to an incident case. Event "injury nos" is replaced with dysmenorrhea. New events added: apareunia, menorrhagia, breakage, fallopian tubes perforation, bladder problems, urinary disorder, fatigue, neurological disorder, vision problems, breast lumps and ovarian cysts. Removal date of essure, reporter detail and patient date of birth added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.